Event description:
It was reported that during a sleeve gastrectomy procedure, after the fourth firing of the device the stapler didn't fire. The nurse changed the cartridge but the stapler was stuck again. They changed the stapler and continued the surgery. The next day the doctor found a leak in the stapler line. The patient was operated on again by suturing the staple line. Two attempts have been made to date to obtain additional information. No additional information has been received to date.

Manufacturer narrative:
Date sent: 07/01/2009. Damaged release button post. Evaluation summary: the ec60 device was returned with no visual non-conformances and without a reload on the device. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.